Event description:
Description of event according to initial reporter: patient presented with a type b dissection and provided diameters, size, etc. After the physician further reviewed the films, a type a dissection was observed. The physician decided to treat ascending repair with a frozen elephant trunk anagrade. Sizes were discussed and the physician needed a 26 or 28, but these are not made by cook (for this particular device). The dm called back and stated he had a 26x105; however in a alpha graft. This graft was used. Ivus was available. No imaging available while performing the open procedure. When the physician prepares to deliver the graft, the dm noted to the physician that he did not have visibility of the graft. Thus, the dm told the physician to measure to determine where the end of the graft is precisely located. The graft was measured to realize the end of the graft. At this point the device was delivered and most likely too far. The physician went to un-sheath and there was a lot of tension built up. As the physician is unsheathing, he is actually pushing the graft further down the aorta. When the physician is un-sheathing the graft, the physician notes he can not see the end of the graft. The dm stated he will not be able to pull the graft back due to the nature of the dissection. The physician states he will just have to deploy the graft in its current position. After deploying the graft, it deploys fine. The physician sows up. Ivus is used to see the where the graft 's location is. Ivus indicates the visceral vessels were covered. The physician calls a vascular surgeon to come to the case and they performed an exploratory procedure in the aorta to locate the graft. They determined the graft must be explanted. An incision was made in the abdominal aorta and they were able to remove the graft and close-up the incision. The graft was explanted and the physician's finished the arch repair. Patient outcome: the patient is recovering okay at this point.